Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the proximal femoral artery. A 5.0 x 20mm armada 18 over the wire (otw) balloon dilatation catheter was only partially inflated when a leak was noted during inflation. A hole was noted at the proximal shaft near the handle of the armada. The device was deflated when removed from the anatomy without issues. A new same size armada was used to successfully complete the procedure. The patient is doing well. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: date of event changed from (B)(6) 2017 to (B)(6) 2017. Evaluation summary: a visual and functional inspection was performed on the retuned device. The reported inflation issue and leak were unable to be confirmed as the device inflated and held pressure without any leaks noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the similar incident review, there is no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported leak resulting or inflation issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.